Event description:
It was reported that this right ventricular lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information received, a lead integrity anomaly was determined during a generator change. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.